Event description:
It was reported that the tubing of a disposable cassette was leaking. This event occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A visual inspection, functional and pressure testing were performed and identified no issues that could have caused or contributed to the reported issue. A review of all batch record documents was performed with no issues noted during the manufacturing process. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.